Event description:
The customer reported that no information was being displayed and their philips intellivue information center ix (piic) was frozen. The device was in use on a patient. There was no report of patient or user harm.